Event description:
This css console was not on a pt. Customer reported that while conducting a routine console checkout, the left pressure gauge on the backup controller did not stop before 300 mmhg. This alleged failure mode had no impact on a pt, because the issue was observed during a routine console checkout and was not on a pt. In addition, the css console has a redundant, primary controller. The alleged failure mode would not prevent the css console from performing its life-sustaining functions. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.